Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Complaint sample was evaluated and the reported event was confirmed. Visual examination exhibit signs of repeated use and the post feature is fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation for the fracturing of this type of device determined that the likely root cause was bending/torsional loading on the device. The root cause is attributed to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from the wir form that a tasp was returned and reported fractured. It is believed the damage occurred during washing. No further information is available.